Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited p-wave and t-wave oversensing resulting in several inappropriate shocks in several episodes. Additionally, high shock impedance measurements of 100 and 103 ohms was observed. Boston scientific technical services (ts) discussed troubleshooting options; including assessing system placement and movement. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the sensing configuration was reprogrammed to secondary vector and monitoring will be continued.